Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functionality stress testing with a test ECG cable and multi-function cable without duplicating the report. Review of the device log confirmed the user advisory the customer reported and warnings consistent with vibration. The multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer along with a replacement multi-function cable. The multi-function cable used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.